Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr. No additional information was provided. On an unknown date, post procedure, the patient died.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.